Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No patient involvement reported.

Manufacturer narrative:
Device evaluation: returned device was received good; scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.